Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the display screen has a pinkish contrast. Review of the daily insulin delivery totals correctly reflects user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No alarms occurred during 24 hrs duration testing. Unrelated to the complaint, the battery compartment is cracked below the bumper pad and on the side at the threads. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had a dim discolored display. The patient had a blood glucose (bg) less than 70 mg/dl with dizziness, confusion, and an unsteady gait. The patient was unsure of the bg in the middle of the night, but at (B)(6) 2015 6:30am it was 137 mg/dl and then 172 mg/dl. Patient required no unusual treatment. This complaint is being reported as the dim display issue was not resolved, and the patient experienced hypoglycemia.